Manufacturer narrative:
Product complaint#: (B)(4). Additional information requested and received: it was stated that a ¿green¿ reload was used in area of bleeding. Was this correct? If yes, please explain why a green reload was used on vessels and if this is common practice with this surgeon. Yes green is correct. The green reloads are used all the way up the stomach on a sleeve gastrectomy. The tissue is both thick as well as highly vascularized. Therefore, he has found the staple lines to bleed.

Manufacturer narrative:
Product complaint # (B)(4). Event date: unk. Batch #: unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Investigation summary: as the device was not additional information requested and received: what was the surgical procedure being performed? Laprascopic sleeve gastrectomy. Please provide exact anatomical name of artery associated with the bleeding. He said major vessels like left and right gastric, short gastric, gastro epipoloic. What color cartridge was used in area of bleeding? Green. Does the surgeon routinely wait 15 seconds prior to firing? Sometimes. How was the bleeding/oozing addressed in initial procedure? Clips tisseel. What was done in reoperation? No re operation. Was a transfusion required? No. What is the current patient status? Patient is doing well.

Event description:
It was reported that the surgeon has seen an increase in observational bleeding. Specifically, in areas that cross large vessels such as gastric vein. He experiences delayed oozing within a 5 minute timeframe. In total he has had 3 bring backs to the or due to bleeding however once they returned to the or they could not find the source of the bleeding. He believed on the third one the remnant stomach was the source of the bleeding.